Manufacturer narrative:
Initial and final MDR 1908258 - MDR 3003442380-2024-13576 - device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced similar events of leakage with 4 infusion sets where different sites ended up leaking resuled in him changing the site. Patient had not kept track of anything regarding the leaks. No further information available.